Event description:
(B)(6) woke up in the morning to find that her oxygen concentrator "was not working". She did not know when in the night it stopped working. She turned the machine off and switched her oxygen to portable tanks. Rn arrived and turned machine on. The flow indicator bounced between 2 and 4 liters when the machine was to highest flow (which should have been 10 liters).